Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit was dead with a black screen and failed to boot up. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the failure was due to thermal damage to components u300 and c302 on the full height cubie pmc board, resulting in communication failure and causing the device to display a black screen and fail to boot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of ¿pyxis med-es: hd8-1: device is dead/black screen and failed to boot up¿ was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the station was not booting and traced the issue to the module controller on auxiliary drawer 5. The controller board was replaced, and the drawer and pockets were tested in the application with no issues noted. During dchu visual inspection: pn 151903-01: the unit revealed signs of severe thermal damage localized around component ic u300 and capacitor c302. Both components show visible carbonization and heat-related degradation. Additionally, the surrounding pcb material is charred, indicating that adjacent traces were likely affected. During dchu testing: pn 151903-01: no testing was performed due to evidence of thermal damage observed on ic u300 and capacitor c302, with the surrounding pcb material showing charring that indicates adjacent traces were likely affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 and c302 on the full height cubie pmc (pn: 151903-01) resulting from an electrical failure. This damage compromised the communication and control signals rendering the device non-functional, with a black screen and failure to boot.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was dead and shown black screen. A field service engineer (fse) found the station not booting and traced the issue to the module controller on auxiliary drawer 5. The controller board was replaced, and the drawer and pockets were tested in the application with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit was dead with a black screen and failed to boot up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.